Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously elevated total beta human chorionic gonadotropin (bhcg) result above the normal reference range generated by unicel dxi 800 access immunoassay system for one patient. The erroneous result was not reported out of the laboratory. Subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information has not been provided. Qc is performing within the established ranges. System check data has not been provided. A new lot of reagent was sent to the customer. Analysis did not show a reagent issue. Bec would recommend to the customer, in case of similar issue, to transfer the sample from the original tube and re-centrifuged prior to re-test. After centrifugation sample should be handled carefully to avoid cellular debris re-suspension that may interfere with the assay. A definitive root cause for this event has not been determined.